Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer. The volume of the leak was approximately 100 ml and was not contained within the instrument. At the time of the leak, the instrument operator was performing normal operation. In addition, the instrument generated r (repeat) flags and voteouts (no results) for differentials. The instrument operator was wearing gloves, a lab coat, and eye protection. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the differential waste chamber (vc13) was clogged, which caused it to overflow through the chamber vent. The fse cleared the clog at vc13 resolving the leak as well as the differential r flags and voteouts. The instrument was able to run without leaks or errors; all repairs were verified per established procedures. (B)(4).